Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer (philips field service engineer) evaluated the unit while onsite and found the unit to be stored without being connected to ac by the user. The customer reported it is unknown if the device was in use at the time of the occurrence, but no patient harm.